Event description:
Customer reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment and was noted on blood leak alarm and verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 400cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention associated with this incident per customer.